Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. It was reported that the patient had a programming adjustment on (B)(6) 2016 and since the adjustment, when she sits down it causes her pain and discomfort. The patient had an appointment with her health care provider and was trying to get in contact with the manufacturer representative on the day of the report. The pain was in the stomach and went around to her back. The steps taken to try to resolve the pain and the discomfort were to change the settings on the meter. The patient was told if it is still bothering her to turn the meter off. The pain and discomfort was not resolved, and the patient had pain for 3 days and turned her machine off sometime between (B)(6) 2016 and (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.